Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of double capsule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: double capsule.

Event description:
Healthcare professional reported "pocket change". Later healthcare professional reported "double capsule". Supportive bra treatment was received. This record is for the right-side. Device has been explanted and replaced. Device was discarded.